Event description:
On february 13, 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported inaccurate glucose readings.multiple attempts were made to assist the user with troubleshooting but they later stated that they did not need assistane as the issue was resolved. Per dms review, the user is using the system.